Event description:
A lawsuit has been filed against the company. In supreme court under civil action alleging personal injuries in connection with home use of a uvb phototherapy unit. The complaint alleges uv overexposure more than 2 1/2 yrs ago and injury resulting from the negligence of the defendants. Discovery has only commenced and the nature of the alleged negligence of the company or westinghouse has not been disclosed. Upon receipt of such info, we will file a supplemental report.